Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed was due to malfunction of the printed circuit board. The cause of the faulty printed circuit board could not be identifed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the video processor displayed no image when connected to camera during preparation for use for an unknown procedure. The target remained displayed on the screen. The procedure was completed with a replacement device. Later the printed circuit board was replaced by a technician and the device was restored. There were no reports of patient harm associated with the event.